Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. The customer delivered a bolus with the pump to address bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.